Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as the item number is not available. Event summary: the patient had ncb distal femur system implanted on (B)(6), 2017 and she reported to hospital on (B)(6), 2017 with pain. X-rays showed breakage of implant and patient underwent revision surgery on an unknown date to replace it. Review of received data - (B)(6) 2017 bv-documentation (intra operative x-rays) left knee with femur distal side, dist. Femur lateral, proximal femur and femoral stem lateral: condition after a reduced oblique and spiral femoral stem fracture, shortened by about 1 cm and slightly adumbrated. (B)(6) 2017 x-ray femur left with knee joint ap / lateral (bed admission): correctly inserted ncb plate on the lateral side without any indication of implant failure or loosening of the osteosynthesis material. The distal femoral fragment is shortened dorsally about 1 cm to the proximal side and laterally shifted by approximately corticalis width to lateral ad latum. Medial-side distal fragment displaced medially by approximately corticalis width and shortened by approximately 1 cm to the proximal end. (B)(6) 2017 x-ray femur left with knee joint laterally: fracture of the ncb plate on a non-screwed screw hole equal to the re-fracture. The former fracture is tilted about 45 ° posteriorly and shortened by about 2 cm. (B)(6) 2017 x-ray femur left with knee joint ap / lateral (bed): condition after reosteosynthesis of the former distal fracture of the spinal bone femur on the left side of the underlying osteosynthesis material without evidence of implant failure or loosening. (B)(6) 2017 surgical report, patient (B)(6). Therapy: open reduction and angularly stable plate osteosynthesis (9-hole ncb distal femur) due to periprosthetic femur fracture on the left with knee total endoprosthesis on the left. Intraoperative lateral approach reduction and fixation of the fracture, insertion of a 9-hole ncb plate with 11 screws. Recommended partial load of 20kg for 6 weeks postoperatively and increased load after radiological control. Surgical report without date: therapy: plate removal ncb femur left, open reduction and osteosynthesis using 9-hole ncb plate (periprosthetic fracture) left femur. Almost 3 weeks after treatment of a periprosthetic distal femur fracture with fixed knee replacement, type rorabeck 2, a plate fracture suffered. The surgical report mentions that the plate fracture occurred probably due to full loading. Following the opening of the lateral approach, tissue already in healing, abundant subcutaneous hematoma, after removal of the distal fragment of the plate, transfer of the granulated tissue. Device analysis no product was returned to zimmer biomet for in-depth analysis. According to the information received is the device retained by the patient. Root cause analysis root cause determination using rmw: -breakage of implant due to movement between implants leads to notching / fretting => possible, the plate was not returned for investigation. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, the plate was not returned for investigation. - breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> no issue with dimension on the x-rays. - breakage of implant due to wrong interpretation of x-ray template for dimensions not possible -> no issue with dimension on the x-rays. - breakage of implant due to user perform inadequate force to the plate => possible, it is possible that the user did perform inadequate force during the implantation. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is not known if spacers were used. - breakage of the implant due to user performs inadequate forces to the plate => possible, it is possible that the user did perform inadequate force during the implantation. - breakage of the implant due to user perform improper handling of the plate during insertion => possible, it is possible that the user did perform improper handling during the implantation. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is possible that wrong or incomplete information was available. - breakage of the implant due to patient do not follow the postoperative protocol => possible, the surgical report describes that most possible full load bearing was applied. - breakage of the implant due to patient do not follow the postoperative protocol => possible, the surgical report describes that most possible full load bearing was applied. Conclusion summary it was reported that the patient had a ncb distal femur system implanted on (B)(6), 2017 and she reported to hospital on (B)(6), 2017 with pain. X-rays showed breakage of implant and patient underwent revision surgery on an unknown date. The provided x-rays confirm the plate breakage after 3 weeks. The broken plate was revised and replaced with a new one. The replacement must have been done between (B)(6), 2017. The broken plate was not returned to zimmer biomet for product investigation. The fracture surfaces of the broken parts could not be analyzed and therefore the condition of the components is unknown. The surgical report of explantation of the broken ncb plate describes that the plate was broken most possible due to full load bearing of the patient after 3 weeks of implantation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, an exact root cause for the plate breakage after 3 weeks of implantation could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb® periprosthetic distal femur plate, left, 9 holes, l. 238 mm on the left side on (B)(6), 2017 and the patient underwent revision surgery on an unknown date due to a fracture of the implant without a previous fall.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb plate trauma impl on the left side on (B)(6) 2017 and the patient underwent revision surgery on an unknown date due to a fracture of the implant without a previous fall.